Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient who is one diopter under corrected in the right eye one month post lasik. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The preventive maintenance was performed regularly. Review of the logfiles for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. The reported event is the first treatment on that day. No any abnormalities or problems with the system was detectable in the logfiles. Clinical review shows the used laser settings on the treatment report are within the normal limits and this document does not show any abnormal figures. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).